Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving morphine (20 mg/ml at 4 mg/day) via an implantable infusion pump. It was reported that the patient's pump was flipping in the pocket and a pocket revision was performed to move the pump to their right abdomen. Upon opening the pocket the catheter was twisted/kinked and unable to be aspirated from so it was replaced. It was noted that the explanted catheter was discarded of and would not be returned for analysis. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Review of the information indicated a correction needed to be made to this section to account for the report of an inability to aspirate the catheter. Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.